Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to moisture and had blank display along with keypad anomaly. The customer¿s blood glucose was unknown at the time of the incident. The type of moisture exposed was water. The customer stated that the display of the insulin pump was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The buttons of the insulin pump went unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.